Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a procedure. According to the complainant, the bands would not deploy. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.